Event description:
It was reported that the patient experienced incontinence when sitting down with an artificial urinary sphincter (aus). Patient liaison referred the patient back to the urologist. A month later the physician considered placing a double cuff but had not decided whether or not the current cuff would be removed. The physician did not believe the device caused the incontinence as it worked appropriately, but it was suspected that the cuff size may be incorrect. There were no other symptoms or complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required. Field change: describe event or problem, device code.

Event description:
It was reported that the patient experienced incontinence when sitting down with an artificial urinary sphincter (aus). Patient liaison referred the patient back to the urologist. A month later, the physician considered placing a double cuff. The physician did not believe the device caused the incontinence as it worked appropriately, but it was suspected that the cuff size may be incorrect. However, approximately 19 months later, the patient still experienced incontinence and it was suspected to be caused by bladder cancer and not the cuff size. A surgical procedure was performed in which the existing tandem cuffs were removed and a new smaller cuff was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence when sitting down with an artificial urinary sphincter (aus). Patient liaison referred the patient back to the urologist. No information was provided about the patient's outcome.